Event description:
It was reported there were high impedances noted in (B)(6) 2010 on contact 4 and 7. Impedance was greater than 4,000 ohms. High impedance continued with replacement of stimulator. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider (hcp) for a clinical study reported the event was ongoing.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0428349v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot # j0428349v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the diagnosis to resolved without sequela on (B)(6) 2015. No further complications are anticipated.